Event description:
It was reported that during a laparoscopic cholecystectomy, the clips from the er320 did not completely coapt, but thought they looked secure. The pt was fine after surgery, but four hours later they had bleeding coming from their drain. The pt was taken back to surgery where the surgeon found a bleeding cystic artery with clips laying in the body not on the artery. A laparotomy and a blood transfusion were required.